Event description:
Advocate called on behalf of her son. The had received a shipment of contour test strips and found one of the boxes opened and the lid to the container was slightly opened. No adverse event alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.